Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: teleflex medical (presently tecomet kenosha) manufactured the awl, p/n (B)(4), lot number 5854611, per po number (B)(4), dated (B)(6) 2008. The certificate of compliance (dated (B)(6) 2008) indicated the lot was manufactured to and met specifications. The lot was inspected to the synthes incoming final inspection sheet # (B)(4). The nonconforming report (ncr) number (B)(4), dated (B)(6) 2008, was written for the (B)(6) to (B)(6) degree angle which was found to be (B)(6) to (B)(6) degrees on the entire lot of (B)(6) parts. The ncr was dispositioned as ¿6h¿ inspection technique and the lot was deemed conforming. The ncr was closed on (B)(6) 2008 and the parts were released to the warehouse on (B)(6) 2008. The c of cs for lot numbers 5752207 & 5780478 are dated (B)(6) 2008 and (B)(6) 2008, respectively. The awl was made to the synthes (B)(6) drawing, p/n (B)(4), released on (B)(6) 2006. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing investigation was performed for the subject device (part number 03.161.053, synthes lot number 5854611, supplier lot number 593866g08, awl). The subject device reportedly broke while preparing a screw hole in a vertebral body. The instrument was sent to the supplier for the manufacturing investigation. The supplier received the instrument with the tip broken and with the shaft near the tip containing numerous scratches, nicks, and clear tape. The recessed area on the shaft (near tip), shaft diameter, material type, and hardness were all inspected and found to be conforming to the manufacturing specification as well as the synthes final inspection sheet. Based on the investigation, the complaint condition is confirmed but is not considered manufacturing-related. The root cause for the breakage is indeterminate. The DHR for the subject device was also reviewed as part of the manufacturing investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event information reported that the patient had a good result from the surgery and that the complained incident had no effect on the clinical outcome.

Event description:
It was reported that during an anterior lumbar interbody fusion (alif) procedure using the antegra system, an awl broke into a vertebral body as a screw hole was being prepped. A vice grip was used to pull the device out. It was also reported that the procedure was delayed approximately 2 minutes, but was completed successfully. This report is 1 of 1 for com-(B)(4).